Event description:
Consumer reported needle broke off on insulin syringe when injecting. Consumer was required to visit ER for removal of broken cannula.

Manufacturer narrative:
No product return is anticipated, as complainant indicates that the product has been discarded. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.